Event description:
Leica microsystems received a complaint regarding sub-optimal tissue processing from a protocol which completed on (B)(6) 2012, using peloris 11 tissue processor serial number (B)(4). The tissue samples were described by the complainant as under-processed. As of (B)(4) 2012, leica microsystems has not been able to ascertain whether the tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
Prior to commencement of the protocol from which sub-optimal tissue processing was reported, a user replaced the reagent in bottle 10 (ethanol) with 73% ethanol in response to info displayed in associated with an error code. This info indicated that a protocol could not be scheduled because the final reagent threshold requirements for ethanol were not met by the reagent in any bottles 3-10 inclusive. However, this action did not satisfy the final reagent threshold requirements for ethanol because the minimum final reagent concentration required for ethanol is (B)(4), and the user was still unable to schedule the protocol. The user then reset reagent station 10 (ethanol) without removing the bottle from the instrument. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions unless an alternative value is entered by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The user affirmed that the default value of 100% was to be set for bottle 10 in this case. However, the actual ethanol concentration remained as 73% because the reagent hd not been replaced. Bottle 10 was then used for the final dehydration step in the protocol from which sub-optimal tissue processing was reported. Using ethanol at less than the minimum concentration required results in reintroduction of water into the tissue which cannot be displaced in subsequent processing steps and contamination of reagents used in subsequent processing steps. The root cause for the sub-optimal tissue processing reported was a user error which occurred during the replacement of ethanol in bottle 10 completed prior to commencement of the affected protocol.